Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 12/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the customer complaint of a line through the display could not be duplicated. The pump powered up and displayed the verify screen with no missing or added lines. The display was observed to be dim, faded, and the letters had a reddish tint. Unrelated to the initial complaint, the keypad was observed to be punctured; all buttons functioned normally when tested. The keypad was removed for further investigation and evidence of contamination was found under the contrast contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.